Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain, loosening and dislocations. A revision is scheduled.

Manufacturer narrative:
Device history records were reviewed and no deviations . Or anomalies were found. No devices or photos were received; the condition of the components is unknown. Primary operative notes confirms patient underwent a right total knee arthroplasty due to osteoarthritis. Components were implanted using the patient specific instrumentation. An additional note was made that the foreign surgeon completed the final cuts with standard instrumentation rather than with a personalized cutting guide as planned, as necessary slope provided was not adequate. Office visit report dated (B)(6) 2015 indicates the patient is complaining of pain that radiates down the shin and into the ankle. X-rays taken at this time were reported to show lucencies of the tm tibia, with no evidence of subsidence or a fracture. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. While a definitive root cause for this event cannot be determined, the clinical outcome is similar to that for a field action taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action.

Manufacturer narrative:
Update received that tibial component was revised due to possible loosening. The corrective action investigation for this field action determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is now reported that the patient has been revised due to loosening.